Event description:
It was reported by the affiliate that the (1) tct75 was used during an unknown procedure. It was reported that the knife would not advance. The case was completed with another instrument. There was no pt consequence.